Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had downstream occlusion that could not be fixed. The patient stated the tubing was not kinked and none of the clamps were closed. The patient reported it being the 2nd pump they used with the same issue. Despite attempting to troubleshoot the problem with the hospital, the downstream occlusion alarm persisted. The hospital hotline had the patient confirm no occlusion of the fluid path and that all clamps were open and slid freely. The alarm still persisted upon light pressure to the port needle. Then the patient removed the batteries to reset the pump, reattached the cassette and massaged the tubing. The alarm still occurred. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.